Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Unit received with constant pump error 38 alarms during rewind due to corrosion on motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38 alarms. Unit received with corroded force sensor assembly and corroded battery tube.